Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unavailable. No details.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. However, a supplemental report will not be submitted as it has been determined that this is not an MDR reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial medwatch report was filed based on available information that was provided at 29 days from the alert date which indicated that the viper mono axial screws had tilted. The sales rep did not deem the devices to have failed as the devices were implanted and there was no adverse effect to the patient or evidence of device failure. Based upon further review of the information provided, this does not appear to be an MDR reportable event. The additional information that was provided appears to indicate that during the distraction maneuver, the screw shanks changed their angles in respect to the screw heads. This would be expected as screws are not locked during distraction and movement is considered to be a normal function of the device.

Manufacturer narrative:
No evaluation could be performed as the device was not returned. A review of the device history record could not be conducted as the lot number is unknown. Although the root cause for the screw bending cannot be positively identified, it is most likely due to unanticipated forces being placed on the device while compressing or distracting the construct. A 12 month complaint trend analysis for the family of mono screws found one complaint related to screw tilting after compression/distraction. There was no harm to the patient. Complaint trends will be evaluated as a part of the depuy spine monthly complaint review and worldwide post market surveillance per company procedures. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate had provided limited information indicating that two viper monoaxial viper screws had tilted. Reported that the patient had undergone primary fixation case for thoracolumbar fracture. Per the affiliate, the patient is doing fine. It is believed that the devices are currently implanted, however, this is not certain. With the limited information that had been provided, the complaint was filed as a malfunction. Based upon further review of the information that was provided, this did not appear to be an MDR reportable event. The additional information that was provided appears to indicate that during the distraction maneuver, the screw shanks changed their angles in respect to the screw heads. This would be expected as screws are not locked during distraction and movement is considered to be a normal function of the device. However, the investigation of the complaint provided clarification that the device is a viper monoaxial screw and that the screw shank had become bent in situ. As such, this is a reportable malfunction as indicated in the initial medwatch report.

Event description:
International affiliate had provided limited information indicating that two viper monoaxial viper screws had tilted. Reports patient had undergone primary fixation case for thoracolumbar fracture. Per the affiliate, the patient is doing fine. It is believed that the devices are currently implanted, however, this is not certain. A request has been made to the affiliate for additional information and clarification. With the limited information that has been provided, the complaint will be filed as a malfunction. If additional information is received to indicate that a serious injury has occurred, a corrected follow up medwatch report will be submitted. See mfg medwatch report no. 1526439-2014-11299 for the second viper monoaxial screw that was involved in this event.